Event description:
New information received notes the right ventricular (rv) lead presented with failure to capture. The rv lead was capped and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Event description:
It was reported a patient's right ventricular (rv) lead presented with intermittent capture, r-wave amplitude variation, and varying pacing impedance. Programming changes were made to restore normal parameters. The patient was stable.